Event description:
The initial reporter questioned positive results for multiple patient samples tested for elecsys anti-hav ii (anti-hav ii) between (B)(6) 2022 and (B)(6) 2022 on a cobas e 411 immunoassay analyzer. The following are examples of positive results for 5 patient samples: (B)(6). The customer repeated the samples on the same analyzer and obtained the same positive results. The customer has not repeated the samples by another method. The customer alleges the results for these patients are "false" positive. Clarification has been requested as to why the positive results are in question, however, clarification has not been received. No questionable results were reported outside of the laboratory. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Clarification was received as to why the customer believes the anti-hav ii results were "false" positive. The customer tested herself for anti-hav ii and obtained a positive result but she knows she should be negative. This prompted the customer to repeat multiple patient samples with positive results to confirm the results.

Manufacturer narrative:
Section b3, date of event was updated.

Manufacturer narrative:
No issues were identified with the calibration and qc data provided. The customer did not provide any additional information as to why their anti-hav ii result should have been negative. The customer's sample was requested for investigation but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.